Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: severe "pain since 1998", "left-side is larger due to fluid found by ultrasound¿, ¿having a lot of trouble breathing due to pressure put on chest by left breast¿, ¿10 years ago the patient felt a golf size bubble in the actual implant that can be pushed in and out¿ and ¿experiencing cramp when the bubble gets stuck when bet over.¿

Event description:
Patient reported left side ¿sever(e) pain since 1998", "left-side is larger due to fluid found by ultrasound¿, ¿having a lot of trouble breathing due to pressure put on chest by left breast¿, ¿10 years ago the patient felt a golf size bubble in the actual implant that can be pushed in and out¿ and ¿experiencing cramp when the bubble gets stuck when be(n)t over.¿ device remains implanted.